Manufacturer narrative:
Without a lot number, device history record (DHR) review cannot be conducted . Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the unknown mynxgrip vascular closure device (vcd) failed, and the collagen plug did not go through all the way. There was no reported patient injury. The device is unknown if it will be returned for evaluation.

Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) failed, and the collagen plug did not go through all the way. There was no reported patient injury. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿shuttle advancement issue¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the available information it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.